Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. A second suspect medical device was added on (B)(6) 2019. This event was previously submitted in 3005094123-2019-00096.

Event description:
The customer observed false positive b-hcg results on the alinity analyzer. The following data was provided: sid (B)(6) initial 14,900, repeats 40,000. Sid (B)(6) initial 56. The samples were confirmed negative at another lab. There was no impact to patient management reported.